Event description:
The pt, a iddm, awoke vomiting on 11/15. A 8:30/a fasting meter reading was 190 mg/dl. She was given a small breakfast and her morning dose of insulin. It was reported that the pt had not been feeling well for the past two weeks. Because she was shaking and it appeared she had an infection of her g-tube site, she was transported to the hosp at 9:30/a, where a hosp meter (brand unk) reading of 448 mg/dl was obtained. The pt was treated for mild infection, given 6u regular insulin and released 2 hours later. The meter was out of calibration on 11/15, reading 59 and 56 versus a range of 71-79. During the call, the reporter found the meter optics "covered with dried blood." Upon proper cleaning, the meter read 81, within the calibration range.